Event description:
Hcp reported patient presented with signs of infection in january 2005. Infection signs and symptoms included fever, redness, swelling, drainage and pain. The primary location of the infection was the lumbar region. Cultures were obtained from the device pocket-type of organism is unknown. The patient was treated with IV antibiotics and the infection resolved. The device was explanted but not returned to the manufacturer for analysis.